Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy to include ovaries') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included ovarian cancer (mother) and cervical cancer (sister). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache pain"), hair colour changes ("grey hair") and idiopathic intracranial hypertension ("iih"). The patient was treated with surgery (total hysterectomy to include ovaries). Essure was removed. At the time of the report, the medical device removal, headache, hair colour changes and idiopathic intracranial hypertension outcome was unknown. The reporter considered hair colour changes, headache, idiopathic intracranial hypertension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, headache, hair colour changes and intracranial pressure increased quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy to include ovaries') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included ovarian cancer (mother) and cervical cancer (sister). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache pain"), hair colour changes ("grey hair"), idiopathic intracranial hypertension ("iih") and pelvic discomfort ("baby kicking flutters/feels like a phantom baby"). The patient was treated with surgery (total hysterectomy to include ovaries). Essure was removed. At the time of the report, the medical device removal, headache, hair colour changes, idiopathic intracranial hypertension and pelvic discomfort outcome was unknown. The reporter considered hair colour changes, headache, idiopathic intracranial hypertension, medical device removal and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, headache, hair colour changes and intracranial pressure increased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2020: social media received-new event baby kicking flutters/feels like a phantom baby were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy to include ovaries') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included ovarian cancer (mother) and cervical cancer (sister). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache pain"), hair colour changes ("grey hair") and intracranial pressure increased ("iih"). The patient was treated with surgery (total hysterectomy to include ovaries). Essure was removed. At the time of the report, the medical device removal, headache, hair colour changes and intracranial pressure increased outcome was unknown. The reporter considered hair colour changes, headache, intracranial pressure increased and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, headache, hair colour changes and intracranial pressure increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.